Event description:
During an orif of a left ankle, the guide wire broke. The broken fragment was not retrieved. X-ray confirmed broken fragment remains in patient.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.